Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash underneath the therapy electrode (te) pads. It was reported that the patient had allergies to nickel. The patient's physician advised to use a cream on the affected area. Follow-up indicated that the rash was better.